Event description:
It was reported during the implant procedure the extension was cut. It was unknown if any diagnostic testing was done and it was unknown if any action was taken. It was unknown if there were any symptoms or complications associated with the event. The event was considered related to the procedure. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3877-45, lot# 0206426978, implanted: (B)(6) 2014, product type lead; product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
Additional information reported the damaged extension was explanted and replaced with a new extension on (B)(6), 2014. The event was related to the extension and procedure and was noted as resolved without sequelae.

Event description:
Additional information received reported that diagnostic methods included surgical observation and a change of the extension.